Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An (B)(4) cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Lung. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? The jaws are closed, but unknown how the device was removed. What were the patient's pre-existing conditions? Possible tumor. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Event description:
It was reported that the device was used during a thoracotomy. On the 5th reload, the device did not fire and the release button would not work. They opened the manual release but did not know how to operate it. The caller did not known how the device was removed. Another device was used to complete the case. There was no adverse consequence to the patient.